Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 340 mg/dl at the time of incident. Customer treated high blood glucose with insulin drip. Customer stated that the insulin pump received bolus not delivered and replace battery alert. No further patient complications were reported. The customer declined troubleshoot and will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.